Manufacturer narrative:
Further information was received indicating this event it not related to an abbott product but rather a competitors product.

Event description:
It was reported that the patient was experiencing cardiogenic shock. The device and leads were no longer functioning, however no additional have been provided at this time. The system was explanted and replaced. The patient was recovering.

Manufacturer narrative:
D4 - primary unique device identification (UDI) number cannot be provided as a product identifier could not be obtained.

Event description:
Additional information that the patient was experiencing low heart rate. The system was no longer capturing and pacing impedance was not measurable.